Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. The device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was linting/unraveling. Initial evaluation found the sponges are unraveling and the strings are coming loose and separating from the rest of the sponge.

Manufacturer narrative:
(B)(4). Date of follow-up report: 06 oct 2016. Evaluation summary: the device was returned for evaluation. The investigation confirmed the reported incident. The investigation found that the gauze was unfolded and unraveling. The investigation identified the root cause of the reported event to be misuse of the product. As mentioned in the dfu; unfolding gauze sponges can expose woven edges and radiopaque marker to damage. The dfu also states, gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. A picture was also provided by the customer for analysis. It could not be determined if this picture is from the lot number in this report. The same picture was provided for complaint reports of other lot numbers and the customer could not clarify which lot the picture was from. Therefore, the picture could not be reliably used for the investigation.